Event description:
Customer reported a failed battery test alarm after inserting a new battery. The blood glucose reading was 480 mg/dl. Customer reported that the battery cap contacts were not missing or damaged and that the battery compartment was not corroded or damaged. He was advised to clean the battery caps and to insert a fresh battery and stated that the insulin pump did not alarm for failed battery. He reported that he was not receiving insulin all night due to alarms on the insulin pump and that was why the blood glucose was so high. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.